Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic also, moisture damaged at motor. Unable to verify no delivery alarm, no button response and missing segment due to blank display. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's family called in to report a no delivery alarm, the outside of the display was faded, and the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 220 mg/dl. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.